Event description:
It was reported that during the implant procedure, the left ventricular lead dislodged during the sheath slittling process. Blood was coagulated in the lead lumen. The lead was not installed and a new lead was implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).